Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: left ankle pain; synovitis, impingement, midfoot exostosis, hardware pain; left ankle arthrotomy, tibia/talus saucerization gutter debridement, saucerization 1st metatarsal and medial cuneiform, hardware removal lateral ankle. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001825034-2022-02843-1: item# unknown fibular plate; lot# unknown. 0001825034-2022-02845-1: item# unknown syndesmotic screw; lot# unknown.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as the device is a competitor product. The initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receiving additional information of the reported event, it was determined to be not reportable as the device is a competitor product. The initial report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated MDR reports and products: 0001825034-2022-02845 item# unkown syndesmotic screw; lot# unkown. 0001825034-2022-02843 item# unkown fibular plate; lot# unkown. Other associated products: item# 00450004300; lot# 62529037. Item# 00450001300; lot# 62442230. Item# 00450005300; lot# 62267028.

Event description:
It was reported a patient had hardware removed eight (8) years post implantation due to pain and swelling.